Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that while the patient was in the hospital the physician noted pacing spikes on telemetry that were in incorrect places. The field representative was contacted for a device interrogation. Upon interrogation loss of ventricular capture was observed. However, rv sensing and impedance measurements were stable and within range. It was noted that the patient did converted from atrial fibrillation (af) during the device interrogation. It was further noted that the patient is not ventricular dependent. A revision procedure was performed where the physician attempted to reposition the right ventricular (rv)lead. However, the physician experienced difficulty extending the helix multiple times. The lead was removed from the patient's body and examined which indicated tissue was stuck in helix. The physician was unable to remove the tissue, thus the rv lead was explanted and successfully replaced. The cause of the loss of capture remained unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.